Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir experienced a presence of air bubbles. The caller reported that the user experienced high blood glucose readings of 400 mg/dl on the night prior to the call. The caller noted that the infusion set and reservoir change had been performed the night prior as well. The caller stated that the air bubbles were very small. Nothing further reported.